Manufacturer narrative:
(B)(4). The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the revision was required due to the trinity screw not been fully seated in the screw hole during the primary surgery. The revision was not required due to a malfunction or failure with the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, liner, head and screw after approximately 2 months due to the screw being incorrectly positioned during primary surgery.